Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioiq meter was displaying and error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 6am on (B)(6) 2014. The patient manages their diabetes with a combination of medication, specifically metformin, victoza, novalog, and levemir. The patient reported continuing to take their usual dose of medication after the alleged product issue began. The patient denied developing any symptoms due to the alleged issue. The patient reported visiting their hcp on the morning of (B)(6) 2014 and reported receiving a continuous glucose monitor. The patient denied testing on any other device at this time. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not receive any treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The patient¿s meter has been returned on 3/16/2015 and evaluated by lifescan product analysis on 4/20/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have one or more of capacitors (c85, c86, c84, c20, c22) shorted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.